Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil returned outside the introducer sheath. The introducer sheath was inspected and no anomalies was noted, the twist lock had been opened. The pusher wire was broken in two parts. The returned coil was kinked. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. The pusher wire was broken in two parts. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the pusher wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 21dec2020. It was reported that the device did not come loose and was stuck. A 10mmx20cm interlock was selected for used. During procedure, the device did not come loose from the lock upon releasing and it was stuck. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a broken pusher wire.